Manufacturer narrative:
The investigation has been completed. No product was returned for investigation. The root cause of the delivery issue was patient condition related to calcified and tortuous vessels.

Event description:
The user facility reported a 73-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the peel away sheath was unable to be advanced due the vessel being very calcified and very tortuous. The physician opted to use cook 14 french check flow and had no issues with access or the passage of cp cannula. No patient harm was reported.